Event description:
It was reported that a CT scan demonstrated a detached filter limb in the pulmonary artery. The CT was performed for an unrelated issue and the discovery was an incidental finding. The filter was retrieved successfully; however, there was no attempt to retrieve the detached limb in the pulmonary artery. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.